Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received power loss alarm. The blood glucose level was unknown. Customer stated that they were able to clear the alarm but unable to complete rewind process. The product will not return for the analysis.

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents and active currents. No pump error 23 noted. Device communicated properly with test guardian link transmitter. No communication anomaly noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm noted during testing or in the pump trace download. Device received with the audio alert functioning properly. No audio alert anomaly noted. Unit alarmed pump error 63 alarm during self test and confirmed in the pump history due to broken pin 6 trace on keypad assembly.